Manufacturer narrative:
(B)(4). Mfg. Site name - (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the suture broke and detached with the needle when fired into the sacrospinous ligament. The detached piece was retrieved from the patient with the use of forceps. The procedure was completed with another uphold¿ lite. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned uphold¿ lite revealed that only sleeves with dilators were returned. The darts were attached to both lead sutures. Analysis also revealed that there was no damage to the capio slim suture capturing device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Based on all gathered information and investigation results, there is no evidence of either the alleged issue or any defect which could have contributed to the event. Therefore, the reported issue was unable to be confirmed. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the suture broke and detached with the needle when fired into the sacrospinous ligament. The detached piece was retrieved from the patient with the use of forceps. The procedure was completed with another uphold¿ lite. The patient's condition at the conclusion of the procedure was reported to be stable.